Event description:
It was reported that both the atrial and ventricular leads dislodged post implant. The ventricular lead was repositioned and the atrial lead was capped. It was further reported that the atrial lead had positioning/fixation difficulty, high threshold, and no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.